Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator changeout, the insulation of the left ventricular (lv) and right ventricular (rv) leads was found to be compromised, cracked, and had detached at the segments attached to the tissue capsule. A temporary external pacemaker was placed, and days later, both leads were explanted and replaced. No patient complications have been reported as a result of this event.